Event description:
Chronic lead study reported that lead had moved to the atrium; therefore, failure to capture lv. Device was removed from service. No patient complications have been reported as a result of this event.